Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the periosteal angle of the jaw using the packaged needle. During aspiration, device detached itself form the rubber plunger, causing the needle to leave the skin and cause a reflex movement that the needle touching the patient's face bent the needle. The healthcare professional had "decreased confidence with the quality of the brand, and the risk of piercing the patient's eye." There were no injuries to the patient or injector.

Manufacturer narrative:
Lab analysis of the device found one empty syringe of 1,0 ml, received in a box, without tray, needle and cap. No default observed on the syringe.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the periosteal angle of the jaw using the packaged needle. During aspiration, device detached itself form the rubber plunger, causing the needle to leave the skin and cause a reflex movement that the needle touching the patient's face bent the needle. The healthcare professional had "decreased confidence with the quality of the brand, and the risk of piercing the patient's eye." There were no injuries to the patient or injector.